Event description:
The event is reported as: the customer reports a unit power failure. The alleged power failure occurred during a pre-test.

Manufacturer narrative:
A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR the product was manufactured in 2007 the DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. No corrective action s can be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time since the product sample is not available, it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determinate the root cause. If the defective samples become available at a later date, this compliant will be updated accordingly. Teleflex will continue to monitor and trend related complaints.